Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is an estimated date.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was implanted. On an unknown date, leaking valve was observed. The valve remains implanted. No additional information was provided.

Manufacturer narrative:
An event of perivalvular leak (pvl), aortic valve insufficiency/regurgitation, and minor injury/ illness / impairment was reported. A more comprehensive assessment of the valve could not be performed as the device remains implanted and was not returned for analysis. No further details were provided regarding the event or procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. The reported minor injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the pvl. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a